Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was not displayed due to a faulty cable. No additional findings were reported. Based on the results of the investigation it is likely the line on the image were caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿.. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on the hd camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned for to olympus for evaluation, and the customer' complaint is pending investigation. A follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.